Manufacturer narrative:
(B) (4). Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of the event.

Event description:
It was reported that the patient underwent a cervical procedure. A cervical plate was implanted. No product defect or patient complications were found during the implantation. It was revealed from the post-op x-rays that the plate disassembled. The patient reportedly was asymptomatic. No revision surgery is planned at this time.